Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06feb2019. (B)(4). The manufacturer¿s international service technician confirmed the reported airflow issue. The manufacturer¿s international service technician replaced the flow sensor assembly to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the unit failed the airflow accuracy test (performance verification test 5) at the 0 liters per minute setting. There was no patient involvement. The event date was not specified; estimate used.